Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using a bd alaris pump module smartsite infusion set air entered the line. There was no report of patient impact. The following information was provided by the initial reporter: two primary IV tubing for alaris pump with the air in line message. Troubleshooting was unsuccessful.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 09-sep-2022. H6: investigation summary : two samples (model #2420-0500) were returned by the customer. It was reported by customer that "two primary IV tubing for alaris pump with the air in line message." One complete set was received, and one set that had the drip chamber cut off was also received. The complete set was primed and there were no air bubbles. But when placed in the pump channel, the pump kept alarming like the channel was still open even though it was closed. When the door was re-opened, the door would not attach to the pump segment clamp so that flow would stop. Without the drip chamber, the second set was unable to be primed. However, when placed in the pump channel, this set had the same result. The sets were placed in all the pump channels in the lab to ensure it was an issue with the sets. A quality notification was sent to the manufacturer. The manufacturer analyzed the sample and was able to confirm the failure mode (air in line) in the alaris pump. Additional tests for leaks and flow issues were performed. However, after further investigation, no issues or defects were found in the sets. A true root cause for this defect was unable to be determined. A device history record review could not be performed on model 2420-0500 because a lot number is unknown, and was unable to be identified by manufacturing.

Event description:
It was reported while using a bd alaris pump module smartsite infusion set air entered the line. There was no report of patient impact. The following information was provided by the initial reporter: two primary IV tubing for alaris pump with the air in line message. Troubleshooting was unsuccessful.